Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s settings were: voltage of 4.5, rate of 70, on time 3 sec and off time 2 sec per the hcp. It was noted that the patient originally presented to the office on (B)(6) 2019 with moderate difficulty with nausea and difficulty tolerating oral intake, and was not having any significant shocking at the battery site. The patient¿s impedance was 511 and 577 in each lead and their voltage was increased to 5, rate 28, on .2 sec and off 1 sec. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that there was rapid battery depletion of the patient¿s current ins. The hcp was aware the settings were high, but the ins was just placed in (B)(6) 2018. It was noted that the patient had been getting ins replacements about every year and they thought that was ¿a bit much¿. The patient was seen around (B)(6) after the ins was placed and reported a shocking/buzzing/pulling/discomfort sensation. The hcp made a few adjustments downward/decreased voltage, and this seemed to help the shocking. It was noted that the shocking was intermittent, sometimes positional ¿ the patient noticed it when lying down with the new ins. It was reported that the patient was vague when describing the sensation, but noted it was like a lightning shock. The patient was seen again yesterday and reported worsening nausea and vomiting, starting within the last couple of weeks/last month or so. It was noted that the patient had a lot of complex issues. The hcp interrogated the ins, which indicated the battery was less than 10% and the settings were: 15.9 ma, 8.5 v, 530 pw, 80 rate, 3 seconds on, 2 seconds off, and an impedance of 533 ohms. The hcp thought these settings were comparable to the last ins since the patient mentioned it took several adjustments for them to get relief, and the hcp did not change any settings since the nausea was already worsening. It was noted that the patient was not reporting any tenderness at the ins site. The hcp was going to discuss the issues with the surgeon and suggest resetting parameters lower, especially the rate, and discus replacement. It was noted that due to the patient¿s other issues, it would be an issue just to replace the ins, so they would try to avoid replacing the leads. The hcp indicated no imaging had been done yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on march 5th reported the action taken to resolve the rapid battery depletion was the battery would be replaced. The hcp noted the status of the battery was still in the patient and the surgery was upcoming. The hcp noted the cause of the rapid battery depletion was not determined. Additional information from the healthcare professional (hcp) via the manufacture representative (rep) on march 8th reported there was early battery depletion. The rep noted it was unknown if there was any environmental, external, or patient factors that led or contributed to the issue. It was noted the battery was replaced and the issue was resolved at the time of the report. The rep noted the battery depleted less than 6 months and the battery was replaced on march 7th, the rep was unsure of what the patient¿s settings were. The patient was listed as alive with no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.